Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a pump error, which the customer was able to clear, but when erased the pump error recurs. No further details were given. The insulin pump was returned for analysis and a replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with delivery error alarm pump error due to corroded motor home switch. Unable to performed displacement test due to corroded motor. The insulin pump had received with cracked reservoir tube lip, scratched case and minor scratched lcd window.